Manufacturer narrative:
Date rec'd by MFR: 03may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer be sure the vent port is open on the patient mask. The customer reported being unable to confirm the issue and returned the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared an error 1203 (low leak co2 rebreathing risk). The device was in use at the time of the event; however, there was no patient harm.